Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a pre-implant culture grew cutibacterium sp. And post-op, as the patient was ready for discharge, he started having fevers. No signs of endocarditis; however, the patient was treated with antibiotics anyway. This complaint is in reference to (B)(4).

Manufacturer narrative:
Per the review of the manufacturing records, all records were controlled, available for review, and met all specifications for release. Tissue recipient information, including culture results/report, and operative notes were requested but not provided. There is no mention of a pre-existing infection at the time of the ross procedure involving the homograft related to this file. The patient presented with high grade fever at the time of planned discharge, so the hospital stay was extended, and the patient received prophylactic (conservative) treatment with antibiotics as per the information provided by the surgeon. Subsequent culture results returned a ¿negative¿ result. A review of the donor was performed. Donor (B)(6) was a 26-year-old male who died of a seizure disorder. The donor experienced sudden cardiac arrest and was asystolic on arrival to the hospital. Consequently, no laboratory tests or cultures were performed. There was no reported signs or symptoms of infection prior to death. The risk assessment interview and physical assessment showed no evidence of communicable disease. No autopsy was performed. Donor body cooling and warm ischemic times were within specifications. Tissue procurement cultures did show cutibacterium/propionibcterium sp. On multiple musculoskeletal tissues as well as femoral and saphenous vessels. No cutibacterium was identified on heart tissues. Cutibacterium sp. Are common skin commensal organisms of low pathogenic potential. These organisms are frequent contaminants of clinical cultures. It is unlikely that the donor had a systemic infection at the time of death. Although the same organism identified on the pre-implant culture was identified on tissues from the donor, this event most likely represents coincidental contamination of the pre-implantation culture. Recommendations from a joint workshop of representatives from the center for disease control (cdc), food and drug administration and the united states department of health and human services in 2005 strongly discouraged culturing of tissues prior to implantation. There are no standard protocols for such testing and most hospital laboratories are not accustomed to performing these typed cultures. According to the cdc, investigations have shown that most positives are in fact false positives. (1) . The root cause of the reported event is most likely an iatrogenic contamination of the pulmonary homograft or contamination of the pre-implant culture. The organism identified on the pre-implant culture (cutibacterium) of the allograft was not identified on pre-processing cultures of heart tissue from this donor and was not recovered/identified from environmental monitoring during the associated processing time frame. The cause of the reported fever remains unknown and there is insufficient evidence to show any correlation to the homograft at this time. There is no indication that an error of deficiency occurred and the IFU adequately communicates risk. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.